Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17p3q, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3889-28, lot# va17p3q , product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had constant urination. The patient fell on their butt and ruined 3 of the 4 electrodes and had a replacement on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the affected lead was removed and discarded. They mentioned that an impedance test was run and determined 3 of the 4 electrode were out of range and showed >4000 ohms. It was unclear how they were ruined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their weight at the time of the event was (B)(6) lbs. Patient did not think that the affected lead would be returned and they did not know how the fall ruined 3 of 4 electrodes. No further symptoms or complications were reported.